Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was returned for preventative maintenance. During routine maintenance, it was discovered that the device needed repair as it was noisy, leaking air at swivel, head and control bar were damaged, head, control bar, swivel, and motor needed replacement, and readings 4 and reading 12 were out of calibration specification. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.